Manufacturer narrative:
Additional information was received which noted out of range right atrial impedances. The beeping tones were turned off and the outputs were adjusted as there was an increase in pacing thresholds on the right atrial lead. Noise was also evident. A follow up was scheduled.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted faint beeping tones post implant. A boston scientific technical services (ts) representative discussed about when to expect beeping tones and advised patient to have device interrogated as programmer would immediately highlight something that warrants further investigation. The device remains in service. No adverse patient effects were reported.